Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) rev. C, lists right heart failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient developed low grade fevers and then the onset of cough with increased chest pain on (B)(6) 2021. The patient was started on ceftriaxone and a chest x-ray (cxr) revealed bibasilar atelectasis. The patient remained on dobutamine post op day 8 from (B)(6) 2021 to until (B)(6) 2021 due to right heart failure. The right heart failure resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient remained on inotropes (dobutamine) post operation day 8. The reported start date was (B)(6) 2021 in which treatments included prolonged hospitalization and changes to medication. The patient remained on dobutamine until (B)(6) 2021 when inotropes were stopped, and issue resolved. No additional information provided.